Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was shut off unexpectedly. There was no impact to the customer's blood glucose level. The customer connected the pump to a power source to charge for one hour and the pump turned on. The customer resumed insulin therapy. Multiple attempts were made by tandem technical support to determine if the pump had shut down due to normal battery depletion, however no response was received from the customer.